Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 1 of 2 : reference MFR. Report#: 1627487-2019-00130. It was reported the patient was experiencing uncomfortable stimulation. Diagnostic system testing indicated the patient had high impedances on multiple contacts of one lead. As a result, the patient underwent surgical intervention on (B)(6) 2018 wherein one lead was explanted and replaced. Effective therapy resumed post procedure. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.

Event description:
Device 1 of 2. Reference MFR report#1627487-2019-00130.